Event description:
During an initial implant procedure that occurred on (B)(6) 2023, it was reported that the right ventricular (rv) lead had no capture and high pacing impedance. While attempting to reposition the rv lead, the physician had difficulties advancing the stylet into the rv lead. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of failure to advance stylet was due to the over torqued inner coil in the connector region. The reported events of failure to capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.